Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. Test strip UDI #: (B)(4). Note: manufacturer contacted customer to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from meter memory of 233 mg/dl fasting and 339 mg/dl non-fasting both on separate occasions but states both times they were high. Customer was also concerned with back to back test results of 263 and 325 mg/dl performed non-fasting during the call, stating the results were both high and erratic. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl and expected non-fasting blood glucose test result range is 175 - 230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/31/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 233mg/dl, date: (B)(6) 2019, time: 12:57pm, fasting. Result 2: 339mg/dl , date: (B)(6) 2019, time: 5:45pm, non-fasting. Result 3: there are no more readings.